Manufacturer narrative:
(B)(4). A batch review was conducted. During functional testing a unit leaked at the fillports. Nonconformance were initiated to address the issue. During the rework, units were identified to have a leak at the welded area of the volume indicator. After the rework was complete, there were no defects observed during the laboratory functional testing. A review of the electronic and manual batch records revealed product met the acceptance criteria for release. The cause of the reported condition was due to inadequate ultrasonic welding at the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with fluid inside the housing. Visual inspection and functional testing were performed, and leakage was noted at the welded area of the volume indicator port located inside the housing.a batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned single day infusor, a leak was noted at the welded area of the volume indicator port located inside of the housing. This event did not involve a patient. No additional information is available.